Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported aviva system blood glucose results, all mmol/l, all within 10 minutes: 8 mmol/l 15.7 mmol/l 8.3 mmol/l 8 mmol/l 8.6 mmol/l no adverse event was reported. A request was made for the return of the meter and strips.